Event description:
It was reported that the customer passed away. Caller stated that the customer was not wearing the insulin pump at the time of death. Caller stated that the customer died due to low blood glucose. Caller stated that the last blood glucose reading recorded in the meter was 25 mg/dl. Caller stated that the customer disconnect his insulin pump to change his infusion set, and he passed away within and hour. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed all functional test, including prime, displacement, rewind, basic occlusion, occlusion, and excessive no delivery alarm test. Unit had cracked battery tube threads, cracked reservoir tube lip and the keypad graphics was chipped. Unit did not have battery when received.